Event description:
It was reported in a review of the maude that the surgeon was placing the implant and after 3-4 taps with the mallet, the inserter was removed. The surgeon noticed that the end of the inserter had broken-off flush with the head of the screw. A fluoroscope was used to make sure nothing else from the surgery was retained in the patient. No further details available at this point.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device could not be requested for evaluation as the source of the medwatch filing is unknown from the maude search, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. An foia request has been made. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, the use of excessive force (as stated in the event, the surgeon used a mallet and gave the implant 3-4 taps. This is a screw and a mallet should not have been used in the implantation.) And/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.